Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had two patient alerts for out of range (oor) impedance. Upon interrogation, it was noted that the lead had fluctuating impedance, low pacing impedance and low r waves. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.